Event description:
The customer alleged that she received some control test results that were high, out of specification. The information received during the customer's initial call did not meet the criteria to be reported. No adverse events were alleged. The customer returned the test strips for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 160 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.